Event description:
It was reported that the bd syringe 20ml ll ns had foreign matter. The following information was provided by the initial reporter: material#: 302055, batch#: unknown. It was reported by customer that they state moisture in syringe. Rcc received a complaint via email. We were notified of a complaint from a customer stating moisture in syringe. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint#: (B)(4). Defect description: moisture in syringe. Medline part#: 153240. Product description: syringe 20ml ll bns. Vendor part#: 302055. Lot#: unknown. Date reported: 1/28/2026. Sample received: yes. Response needed: yes, incident reported to the FDA as MDR-30 day. Reference no. 1423395-2026-00026.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.